Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for multiple samples. The following data was provided: sample 1: initial result was <0.004 uiu/ml, repeats = 1.561 uiu/ml and 1.565 uiu/ml, sample 2: initial result was <0.004uiu/ml, repeats = 46.67 uiu/ml and 46.870 uiu/ml, sample 3: initial result was <0.004uiu/ml, repeats = 1.401 uiu/ml and 1.411 uiu/ml , no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, and observed crystals on the arc, probe. The fsr cleaned the arc, probe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service issues on or around the date this complaint was initiated that may have contributed to this issue. There were no additional discrepant results documented after cleaning the arc, probe. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.

Event description:
The customer observed falsely depressed architect tsh results for multiple samples. The following data was provided: sample 1: initial result was <0.004 uiu/ml, repeats = 1.561 uiu/ml and 1.565 uiu/ml, sample 2: initial result was <0.004uiu/ml, repeats = 46.67 uiu/ml and 46.870 uiu/ml, sample 3: initial result was <0.004uiu/ml, repeats = 1.401 uiu/ml and 1.411 uiu/ml. No impact to patient management was reported.